Event description:
It was reported that the customer had a calibration error on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised to monitor and to call back if calibration error occurs. The customer was advised that we will replaced sensors. The customer also reported the bad sensor alert on the insulin pump. The customer's blood glucose level was 45 mg/dl. The customer was treated with peanut butter sandwich. It was explained to the customer that bad sensor alert occurred after a second consecutive calibration error and discussed timing of calibrations leading to alert and calibration protocol. The customer was advised to remove and change out the sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.